Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient was experiencing stronger pain at the lead site. The physician did not suspect that this was device related and was not related to the incision site itself. The patient underwent an early lead pull procedure.

Event description:
A report was received that the trial patient was experiencing stronger pain at the lead site. The physician did not suspect that this was device related and was not related to the incision site itself. The patient underwent an early lead pull procedure.